Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The software was reloaded and the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system is displaying error 154 on the screen would not complete boot up. There is no patient injury or death reported related to this event.